Event description:
It was reported that this patient presented with noise/oversensing resulting in inappropriate shock involving this electrode. The patient was seen at a follow up and provocations maneuvers were performed which did not show noise, and when automatic set up was re-run the device chose the secondary sensing vector which was the same sensing vector previously chosen by the device. A possible compromised lead was suspected. A revision took place and an x-ray was sent to technical services (ts) for review. It was noted that there was no physician damage to the electrode seen, however there was a fixed bend which compared to the later x-ray taken corresponded with the peak of the loop seen on an x-ray taken previously. The electrode will be returned. No additional adverse patient effects were reported.